Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pump fluid path ¿ opm seat not correctly installed ¿ manufacturing issue.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable pump. It was reported that the manufacturer representative (rep) stated a brand-new pump was opened today at a case, and that upon trying to aspirate the sterile water the scrub tech inadvertently injected air into the reservoir. From there, they attempted to withdraw the air but could not get the sterile water out of the pump after trying for 10 minutes and aspirating air with empty syringe. The rep stated that they decided to not use the pump.